Event description:
It was reported that the insulin pump alarmed and then the buttons were unresponsive. The device rested for couple hours, but the frozen display persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and constant tone. Problem isolated to the motherboard.